Event description:
The dealer states that the walking beams on front right and left not allowing the casters to release to the ground. These are sticking up.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.